Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) did not disconnect from the setup. The supply bag had disconnected. The bag was not connected properly. The technical service representative (tsr) instructed to cycle the power to clear the alarm. The hp was going to complete the therapy with manual supplies. There was no patient injury or adverse event associated with this report.